Event description:
The following has been reported: front case broken. A preliminary review of the logs was not performed. The device was returned for front housing damage. An internal investigation was performed and extensive damage was found to the front housing internal screw mounts. The touch input cable connection on the main pcba is unable to form a tight connection with the cable and it is not able to be determined if the impact that damaged the front housing also caused the latch to become loose. This caused the screen to lose touch functionality. Reporting as a conservative measure for the screen, no input dentified during investigation. No adverse effects were reported.